Event description:
Rptr has been ill due to silicone breast implants since 1980, with a range of symptoms from fatigue to chest pain, chronic sinus and bladder infection and many more. She has had 4 surgeries including 6 1/2 hours of having tissue cut from her chest in an attempt to remove loose silicone.